Event description:
It was reported that the patient presented for in-clinic follow-up. Upon device interrogation loss of capture was noted on the left ventricular lead. A subsequent chest x-ray revealed that the lead had dislodged into the coronary sinus. The patient was scheduled for revision and the lead was explanted and replaced. The patient was stable.